Event description:
It was reported that the pt expired last yr. An inquiry was made as to whether the pt programmer could be donated. Cause of death is being requested and could not be obtained by the time of this report.